Manufacturer narrative:
The glucose reagent lot number was 84976801, with an expiration date of 31-mar-2026. A reagent issue can be excluded as the correct repeat values were measured using the same reagent. The field service engineer found a clogged probe and the gear pump pressure was too low. The pump pressure was adjusted and the probe was corrected. Calibration and controls were run. Patient samples were repeated and the results were reproducible. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with glucose hk gen.3 on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The customer repeated the samples based on the clinical history of the patients. The first sample initially resulted in a glucose value of 137 mg/dl and it repeated as 96 mg/dl. The second sample initially resulted in a glucose value of 136 mg/dl and it repeated as 87 mg/dl.